Manufacturer narrative:
Findings: unit received with bleeding and cracked lcd glass. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip. Unit received with cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating physical damage in the form of scratches on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.